Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found the encoder shaft to be sticky. Review of the archive data confirmed the primary complaint of a user advisory (ua) 8 (motor controller fault detected) error message. Additionally, during functional testing, the ua 8 error message appeared after few compressions were performed. Further investigation found that the root cause of the issue was a faulty drive train motor. In summary, the primary complaint was confirmed in the archive review and functional testing. The autopulse platform is a reusable device and was manufactured in 2014. Therefore, this type of issue could be characteristic of normal wear of the device. The root cause of the issue was a faulty drive train motor.

Event description:
During a shift check, it was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory 08 (motor controller fault detected) error message. There was no patient involvement reported.